Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that cutter was not working properly (poor actuation and cutting) despite adjusting to the recommended cut rate 10000 cuts per minute (cpm) during the surgery. The aspiration condition was normal. The surgery was completed on same day. The other surgery details were unknown. There was no report of patient impact.